Event description:
On (B)(6) 2011, a vns treating physician reported on an assessment dated (B)(6) 2011 that the vns depression patient had made a suicide gesture. The physician reported that the gesture was serious in intent but not a medical threat to the patient's life. It was also reported that there is no relationship between the patient's medication and the suicidal gesture but there is a probable relationship between the patient's mental disorder and the suicidal gesture. A battery life calculation was performed with the programming history available which revealed 2.91 years until eri=yes. Attempts have been made for further information from the physician but no additional information has been received to date.